Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, retroperitoneal bleeding. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after advancing the suture to the arterial wall, the physician "took the suture pusher/trimmer off the suture to re-position the suture on his finger." When the physician went to "put the suture trimmer on again," the suture trimmer fell on the floor. In an effort to not open a second device, the physician "pulled on the non-rail end of the suture to lock the knot. There was a little oozing at the site; therefore, manual compression was applied approx 2-3 mins. Manual compression was recommended and the physician requested that femostop be placed on the puncture site. Approx, thirty mins later, the pt's blood pressure dropped. An emergency scan revealed retroperitoneal bleeding. Surgical intervention was performed to evacuate the retroperitoneal bleeding. A cut-down performed did not identify the proglide device suture. It was reported, "there was no issue with the deployment of the suture." There were no reported adverse pt sequelae. Though requested, no additional info was provided.